Event description:
Event: (cc# 98-00991) the iab would not fully inflate. Inspite of several calls to the facility, the iab was never returned to datascope for evaluation. [Event complications]: unknown - reported 8/7/98. [Patient's current status]: unk - rpt'd 8/7/98.